Event description:
The report received from the affiliate states that the wire unravelled upon removal from sheath after being used to insert sheath. No additional information was provided.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received states that the wire unraveled upon removal from the sheath after being used to insert the sheath into the right femoral artery. The procedure being performed was an angiogram. The guidewire was not pre-shaped. A terumo sheath was used in the procedure. There was no difficulty inserting the sheath into the patient. There was no resistance felt when advancing the wire through the sheath, but resistance was felt during withdrawal. The sheath was not kinked or bent during the procedure. There was no reported injury to the patient. One non sterile unit of e sj2/fc/st/150/.035/t guide wire was received coiled in a plastic bag for analysis. The coil tip of the guide wire was observed stretched/unraveled and the flat core wire was found fractured at the proximal end section, at a distance of 59.06" (from proximal to distal section) approximately; the core wire with rounded end was observed out original position in the device at a distance of 57.28" (from proximal to distal) approximately with slight bent conditions; but no fractured. The shape guide wire was observed lifted. The damaged area was observed under vision system and pictures were taken the unit was sent to sem analysis in order to determine the cause of fracture and the results showed that: 'the core wire presented evidence of twisting and ductile dimples on both, the proximal and the distal ends. It appears that the separation occurred while the sample piece was being twisted/ pulled due to the observed characteristics. Pulling and/ or twisting could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode.' A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failures by the customer as 'guidewire- unraveled/stretched' was confirmed due to the received condition of the device, also a fracture was found during analysis the exact cause of these condition could not been conclusively determined, the analysis results suggests that pulling and/ or twisting could be related to this damage. The failure as 'guidewire-resistance/friction' could not be evaluated due to the damaged in the component guide wire. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The procedure being performed was angiogram. Access was made in the right femoral artery. The target lesion was not calcified or tortuous. The wire was not pre-shaped. The wire was not prolapsed by the user or did not undergo any heavy manipulation of any type. The sheath used in the procedure was a terumo sheath. There was no reported difficulty inserting the sheath into the vessel. The wire did not separate. There was some resistance felt during withdraw of the wire through the sheath. There was no reported injury to the patient. Please note that the product was returned on (B)(4) 2012 for evaluation. Additional information will be submitted within 30 days upon receipt.